Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 9 months post tmvr with a 26mm sapien 3 ultra resilia valve, the patient returned for a valve in valve due to the mitral valve becoming stenotic. Prior to the valve in valve procedure the patient was symptomatic with sob, fatigue/lethargy/decreased exercise tolerance.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for stenosis was unable to be confirmed due to unavailability of relevant imagery and/or medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 9 months post tmvr with a 26mm sapien 3 ultra resilia valve, the patient returned for a valve in valve due to the mitral valve becoming stenotic. Prior to the valve in valve procedure the patient was symptomatic with sob, fatigue/lethargy/decreased exercise tolerance.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast pre-existing comorbidities (hyperlipidemia, kidney disease on dialysis, hypertension), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration/reduce eoa (effective orifice area) of valve, which could obstruct the blood flow across the valve resulting in stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.